Event description:
Medtronic received information about a navigation system issue identified outside of a procedure. It was reported that the system di splayed error code 64 in the planning task after changing to trajectory 1 view. The clinical application was rebooted, and the issue was resolved. There was no patient involvement reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9, h3: logs were received and software analysis was completed. The logs captured a core file in the qmlguiservice on the date of the issue. The core file was generated by "qmlguiservice" and the program got terminated by signal sigsegv, in the libnvidia-glcore.so.430.40 in the function "initializeshadow ()". The analyst suspected the segfault in gui service might have caused the reported behavior. A software issue was confirmed. The reported event results from a software malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.